Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6) was returned for analysis and found the complaint was unable to be verified. They found no issues with finding or charging the ins. Also, the seam separation at the donut end was splitting open and the strain relief unbonded from the donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a lot of problems charging their implant and the issue began 2 or 3 months ago. Patient also stated they had a hard time getting to advanced past checking the recharger. During the call patient verified there was no visible damage to the cord but the cord was getting very hot while charging the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger.